Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation has shown that the clutch could not be opened up. The saw attachment was produced and manufactured according to the specification. The device history report indicates that the manufacturing records were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: hospital staff opened package on (B)(6) 2012 to use device and noted that after opening the package, the device was damaged and staff was unable to use it. They were unable to open the faucet and there was saw blade retention damage. This is 1 of 1 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.